Manufacturer narrative:
In response to FDA report number: mw5161852. Additional, changed, and/or corrected data: a5, a6, d4, h10, h11.

Event description:
Patient reported via sus voluntary event report (mw5161852) left side "silicone breast implant adverse events resulting in permanent disability. Patient stated that the breast implants that they received were part of a clinical trial study (# (B)(6)) which used industrial-grade silicone and human tissue to construct the device. After implantation (duration unknown), the implant's silicone started to perfuse and leak through there skin. The implants eventually ruptured and became infected where patient had purulent discharge mixed in with the silicone gel. Patient said that they became very sick and has experienced a number of health problems which include: brain abscesses, seizures, joint pain, fractured bones, and loss of there teeth. Patient shared that post-explant tests on there tissue and device tissue showed bacterial infection (drug resistant) that had permeated throughout patient's body". The device has been explanted.

Event description:
Patient reported via sus voluntary event report (mw5161852) "silicone breast implant adverse events resulting in permanent disability. Patient stated that the breast implants that they received were part of a clinical trial study (# (B)(6)) which used industrial-grade silicone and human tissue to construct the device. After implantation (duration unknown), the implant's silicone started to perfuse and leak through there skin. The implants eventually ruptured and became infected where patient had purulent discharge mixed in with the silicone gel. Patient said that they became very sick and has experienced a number of health problems which include: brain abscesses, seizures, joint pain, fractured bones, and loss of there teeth. Patient shared that post-explant tests on there tissue and device tissue showed bacterial infection (drug resistant) that had permeated throughout patient's body". This record is for left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "implants became infected" and "purulent discharged mixed in with the silicone gel", "implant's silicone started to perfuse and leak through skin".